Event description:
The user facility reported that the clinician was drawing blood from a j-loop attached to a cathlon. When the safe-t holder was removed from the j-loop the end of the holder broke off keeping the j-loop open. Event occurred with second blood draw. This allegedly lead to blood exposure to clinician. No treatment received for blood exposure.